Event description:
This report is for dexcom g7 sensor. My son uses this device for managing his diabetes. Just now, sensor was reporting 170 while blood glucose reading from prick check is 350. We have had almost 8-10 (at least) sensor failures in the last few months. A few days back; we had another failure. Blood glucose reported by g7 sensor was around 80-100 for whole night while actual finger prick reading when he got up in the morning was around 250. This was due to low insulin administration by tandem mobi as blood glucose was considered to be stable and on the lower side. Patient code: 1905. Device code: 1535, 3023, 1506. Reference reports: mw5177110, mw5177111, mw5177112, mw5177113, mw5177114, mw5177115, mw5177117.